Event description:
It was reported that the flow rate was too fast. Device infused in 32.5 hours when the expected infusion time was 48 hours. Fill volume 100 ml.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter involved and the sample eval. Received on empty and used pump for eval and investigation. The visual inspection of the pump found dry medication at the distal luer. The pump was refilled with normal saline solution to the reported fill volume of 100ml. When the pinch clamp was opened, the pump did not infuse. The tubing and flow restrictor were placed in warm water and connected to an air source for about 24 hours. An air bubble at the outlet of the glass orifice was observed after the flow restrictor was treated with an air source and warm water bath and during the flow rate accuracy testing. The pump without tubing infused. The tubing was reconnected to the pump and a flow rate accuracy test was performed. The flow rate was found to be slow. The best evidence indicates an occlusion was caused by crystalized medication and/or air bubbles observed at the flow restrictor. The air bubbles may be attributed to the priming process. The directions for use (1303046, rev. E) contain instructions for priming the tubing. This process may take up to 15 minutes. A review of the lot history found this to be the only fast flow complaint for the lot. We reviewed our device history record, and all mfg operations were found to be within spec. It is worth noting that a review of the 5fu drug preparation may ensure the stability of the drug and lower the occurences of precipitate. According to trissel, "precipitation of the roche fluorouracil was observed with all pumps; a fine white precipitate originated close to the connection junction and migrated in both directions until it occupied most of the tubing and was in the drug reservoir. In some cases, the pumps stopped due to the extent of precipitation. The authors noted that various factors, including solution ph, temperature, drug concentration and solubility, and the manipulative techniques used could contribute to precipitate formation." Trissel la. Handbook on injectable drugs, 14th ed. (B)(6): american society of health-system pharmacists, 2007. If additional info that is pertinent to this event becomes available, I-flow will submit a follow-up report.